Event description:
Customer called to report that the insulin pump is cracked and is falling apart. Customer's blood glucose levels were not included in the report. No significant events leading to the damage were observed. Product is being replaced.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a scratched case and broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.